Event description:
This software problem was identified in the multiseries viewer software (msv). When a second CT scan is performed after a whole body pet/CT scan, the second CT data set will be misaligned with the pet date set because the 2 data sets (the CT date set and the pet date set) are fused together based on the center point of each data set. This misalignment produces an incorrect fused data set. Depending on the range of the second CT, the misalignment is either very obvious, or it is very difficult to detect. For example, if the second CT scan is performed on a smaller area of the body, the difference will be very noticeable because the center of the smaller CT data set and the center of the larger whole body pet data set will be significantly different. When the two data sets are fused, this will produce a data set that is obviously incorrect. However, if the second CT data set is performed over a large area of the body, and fused with the whole body pet data set the misalignment is much more difficult to detect.